Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the returned liner confirms item and lot etch identification. Inner spherical surface shows nicks. Anti rotation scallops are deformed and gouged from attempted implant to shell and misalignment with shell scallops. No other damage was noted. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the liner would not seat in the cup. Sizes were checked multiple times. Surgery was completed with a new liner. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.